Event description:
PICC line placed in right arm per protocol, guide wire removed, measured with entire length return, x-ray for placement, radiopaque linear density noted at distal catheter tip. PICC removed, pt x-rayed again, radiopaque density absent. No adverse patient outcome. Pt. Rescheduled to come back for PICC line placement.